Manufacturer narrative:
This device is available for analysis but has not yet been received. Analysis of the photo is pending. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while carrying out the relabeling at the custom bonded warehouse to comply with the (B)(4) regulatory requirement, hair was found in one of the infiniti f5 jr 3.5 100cm catheters by the labeling supervisor. There was no report of patient injury. It was noticed during relabeling of the product at the custom bonded warehouse prior to invoicing. There was no reported packaging damage. The actual product was not damaged. The integrity of the sterile pouch was not compromised. The hair was found on the tyvek side of the pouch. The hair was on the outside of the sterile pouch. A photo is available for analysis. The product will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while carrying out the relabeling at the custom bonded warehouse to comply with the india regulatory requirement, hair was found in one of the infiniti f5 jr 3.5 100cm catheters by the labeling supervisor. There was no report of patient injury. It was noticed during relabeling of the product at the custom bonded warehouse prior to invoicing. There was no reported packaging damage. The actual product was not damaged. The integrity of the sterile pouch was not compromised. The hair was found on the tyvek side of the pouch. The hair was on the outside of the sterile pouch. A photo is available for analysis. Five sterile cath f5 inf jr 3.5 100cm were received in their original pouch. A hair was observed in one of the units in the seal area. No other discrepancies were found. During microscopic analysis, a hair was observed in the area of the seal pouch. A file with a picture of one cath f5 inf jr 3.5 100cm was received attached to the complaint. Per visual analysis of the picture, the foreign matter that can be seen looks like a hair. Review of lot 17314007 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿packaging/pouch/box - foreign material-in sterile package: moveable particle (cardiovascular)¿ was confirmed according to the analysis and the picture received. The root cause could not be conclusively determined. However, supplier and/or packaging handling factors may have contributed to this event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A risk assessment has been initiated to evaluate this issue.